Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture, elevated thresholds and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel due to dislodgement. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.